Event description:
The patient presented with "decubitus" at the pump pocket. The pump was replaced. The patient was doing well after the replacement. There was no patient injury. The pump was used to deliver baclofen.